Event description:
(B)(4). Initial information for this spontaneous case was received form a nurse from a physician's office via a company sales representative on (B)(6) 2008: this is the second of two cases reported by the same physician (see case # (B)(4) for first patient). The physician reported, via his nurse, that a patient (age and gender unspecified) was treated with poly-l-lactic acid (sculptra), and experienced nodules after treatment with poly-l-lactic acid. Therapy dates, reconstitution information, and lot number/expiration date were not specified. No further medical information was reported. Additional information for sculptra (lot #/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.